Event description:
Fmc product complaint rec'd. Complaint is "blood leak in dialyzer". Healthcare professional reported that blood leak alarm sounded and blood was also visible in the effluent dialysate. Pt's blood was not returned, estimated blood loss 240 cc. New dialyzer set up was prepared and the dialysis was then re-initiated without further incident. The complaint dialyzer was discarded and the lot number was not recorded. Hematocrit checked post incident and was stable. There were no adverse pt effects and no medical intervention required. MDR filed due to blood loss reported.